Event description:
The precise stent was reported to have partially deployed during flushing of the system during prep. The product was never used clinically, or even loaded over a guidewire. Another precise was used to successfully complete the procedure. The product is available for eval and testing; however, it has not been received to date. Additional info will be submitted within 30 days of receipt.